Manufacturer narrative:
Medical records were requested and will not be made available. The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. An alternate sample from one of the identified lots part number 050-872125, lot # 15jr08070 was returned from controlled stock for investigation. A visual inspection was performed on four tubing sets, during inspection no defects were found, the tubing sets were found acceptable. Functional test was performed to four alternate samples with four different cycler machines. During test no issues were detected, the test was completed successfully. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specifications. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis nurse called technical services to have a cycler replaced after a patient had a cardiac arrest. The patient was admitted to hospital for an exacerbation of chronic obstructive pulmonary disease on (B)(6) 2016. On the night of (B)(6) 2016, the patient was found to be confused and cut his pd catheter. He disconnected from the cycler and went to the bathroom. He was then found to have pulseless electrical activity on the morning of (B)(6) 2016, was taken to the ICU. As of (B)(6) 2016, the patient was still in the hospital and recovering from the cardiac arrest. The patient has transitioned to hemodialysis. Medical records were requested.